Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the pump or battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: during investigation, there were no unexplained power interruptions observed in black box download. No damage found to battery cap or battery compartment. Battery cap attaches securely to pump. No power issues occurred during testing. The battery cap contacts were within specification. The pump opened; no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.